Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high capture thresholds of 4.0v at 0.8ms. During an attempt to reposition, the stylet could not be inserted into the lead. Therefore, the lead was replaced.